Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was report the applicator knob jammed at dismantling during preparation for surgery. When you dismantle the instrument, you can see swarf at the surface. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing investigation of the complaint instruments has shown that it is difficult to move the application knob in certain position. The visual inspection of the parts shows slight signs of wear. The investigation was not able to determine the exact cause which led to this occurrence. A material or manufacturing error can be excluded. The articles were analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.